Manufacturer narrative:
The lead was returned for analysis, which was not complete as of the date of this report. A follow up report will be submitted when device analysis is complete.

Event description:
It was reported that lead impedance on all contacts were greater than 4000 ohms. The lead was replaced. The therapy is ongoing with excellent results.